Event description:
A pt reported blood glucose results of "207, 120 and 102 mg/dl" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision.